Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was found unresponsive. The patient reported feeling a shock prior to the syncope. Review of stored device memory noted no evidence of shock therapy being delivered. Additionally, stored atrial episodes were observed due to far-field oversensing of r-waves. The root cause of the syncope was unknown. No additional adverse patient effects were reported. This product remains implanted and in service.